Event description:
The clinician reports the implant was inserted (B)(6) 2021 in ada 14. On (B)(6) 2022, non-osseointegration was verified. Patient presented with previous bone augmentation. No product was returned to the manufacturer. At the event the patient experienced: mobility. No further patient complications were reported.